Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could no longer be pumped to transfer fluid into the cylinders. Upon inspection, the pump was collapsed and air was present. As a result, the device was explanted and replaced. No patient complications were reported.